Manufacturer narrative:
Per the g4 user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 200 units of insulin. Reportedly, a new cartridge was loaded successfully. In addition, the customer performed the fill tubing step while connected at the infusion set site. The customer's blood glucose (bg) level dropped to 30 (mg/dl). Juice and pop were consumed to address bg level. A recommendation was made for the customer to discuss low bg level with a healthcare provider.